Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime. The customer reported that the piston continued to move forward after reservoir contact and the insulin squirted out. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to verify the prime anomaly or perform the self-test, unexpected restart, off no power, occlusion or no delivery tests due to the alarm. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.